Event description:
It was reported that, the left ventricular (lv) lead from this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing leading into pacing inhibition. Boston scientific technical services (ts) discussed troubleshooting options and the health care professional (hcp) will bring the patient in for evaluation. This crt-d remains in service. No adverse patient effects were reported.